Event description:
When attempting to attach vaginal mesh in patient, the tip of the applicator broke off and was retrieved. A second device was obtained, and the tip bent. A third device was obtained and successfully attached the mesh. Ref report: mw5173297.